Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an "er2" message prompting on the meter screen of his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue with the meter began on (B)(6) 2011 at 10 pm. He stated that he manages his diabetes with the insulin pump and due the alleged issue he skipped his 10 pm insulin (type unknown) treatment. The patient denied developing any symptoms or receiving any treatment due to the alleged issue with the subject meter. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique, the meter was not new and that the patient denied any misuse to the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.